Manufacturer narrative:
Follow-up #1: date of submission 10/09/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: due to internal moisture damage pump is unresponsive, unable to power up, download file and test pump. A battery compartment leak was found. Moisture inside all internal pump: on display, in battery compartment, and on transceiver board. A battery compartment crack was found between bumper pad and top. The keypad is intact with no evidence of peeling or damage. Removed the keypad, no evidence of contamination on key contacts. Use returned battery cap, battery cap does tighten fully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.